Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009. Inr: 1.4. Lab: 2.7. Date: (B)(6) 2009. Inratio: 2.2. Lab: 2.7. Also concerned about poor precision. June 1st inr=2.6 with new meter (B)(4) and inr=2.7 with old meter. Then on (B)(6), 1st inr=1.4 and 2nd inr=2.2. Historic inr results on meter june 30th inr=3.1.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009. Set 1: inratio: 1.4, ref: 2.7, mean: 2.05, confidence limits: 1.4-3.1. Set 2: inratio: 2.2, ref.: 2.7, mean: 2.45, confidence limits: 1.6-3.4. Ref. = reference. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. Inratio precision data provided by end-user lot: date: (B)(6) 2009. 1st inr = 2.6 (B)(4). 2nd inr = 2.7 (B)(4). Inratio meter: mean: 2.65, sd: 0.07, %cv: 2.67. Since 2.67% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user: date: (B)(6) 2009 1st inr = 1.4; 2nd inr = 2.2. Inratio meter: mean: 1.80, sd: 0.57, %cv: 31.43. Since 24% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. At time complaint was taken, caller indicated that product will not be returned. In-house precision test (reference from previous complaint). Test date: (B)(6) 2009. Inratio meter: in-house meters (B)(4). Returned strip: 213037a from previous complaint. 2 therapeutic donors. In-house precision testing provided (inratio meter): donor 1: in-house (inr): 2.4, in-house (inr): 2.4, mean: 2.4, sd: 0.00, %cv: 0% pass. Donor 3: in-house (inr): 1.6, in-house (inr): 1.6, mean: 1.6, sd: 0.00, %cv: 0% pass. For each pair of replicates for each sample on strip lot, mean and standard deviations were calculated. In-house test results have 0% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. Strip deficiency is not produced. No further action is required. As of 07/21/2009, 4 discrepant results complaints were reported for lot #213037 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.